Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter saccular abdominal aortic aneurysm four weeks ago. Vessel morphology was reported as the infra-renal angle of the aortic neck is 10 degree. The proximal aorta was 22 mm in diameter and 15 mm in length. Right iliac artery was 11 mm in diameter and the left iliac artery was 10 mm in diameter. The right and left femoral arteries were 9 mm in diameter. It was reported that a lymph fistula was discovered during 1 month follow-up. The complication was related to the weight of the patient. The investigator found that this event was related to the study procedure but not the study device. The patient required hospitalization and a lymphocyte puncture. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (obesity). Conclusions: device failure/lack of effectiveness related to patient condition (obesity).